Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was related to a previous service of the device within the review period. The event history log was reviewed. Functional testing confirmed the customer reported issue. The investigation determined the mainboard software was corrupted. The mainboard was reinstalled, and the issue was resolved. The downstream occlusion (dso) sensor also needed to be replaced in order to pass functional testing.

Event description:
It was reported that the device had last error code 1270.the alarm was seen during preventative maintenance testing. There was no patient involvement.